Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip would not deploy. It is not currently known if this reflects a clip failure to release from the delivery catheter scenario. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip would not deploy. It is not currently known if this reflects a clip failure to release from the delivery catheter scenario. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly locked onto the bushing. Functionally, the clip prongs were not able to be opened and were locked into the capsule. However, the clip assembly was able to be deployed and released from the delivery catheter. Furthermore, the oversheath with blue sheath grip was not received for analysis. The condition of the returned incident device was not consistent with the complaint that the clip assembly "would not deploy." The evaluation revealed that the device returned with the clip assembly locked onto the bushing, however, it was able to be deployed. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.